Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that error coding e116 occurred due to failure of gpu (computer imaging unit), mother board (base equipped with cpu,dimm, responsible for main control), cpu (related to processors, operations, etc.), ssd (os, application software), converter, dimm (memory module, responsible for main memory of the computer), and v part set (unit section related to simple image development processing function) from the repair estimation test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to graphics processing unit, motherboard, central processing unit, system service division, converter, dual in-line memory module, and video assembly failure. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that error message e116 occurred while using visera 4k uhd camera control unit. There was no patient harm associated with the event.